Manufacturer narrative:
The product subject to this complaint has not yet been returned for eval. A documentation review confirmed that no issues were identified which may have contributed to the event. The root cause for the issue is undetermined.

Event description:
It was reported that at incoming inspection at distribution, the inner product packaging was damaged for four devices. This was due to the tip of the drill bit knocking against the base of the inner tube. It was further reported that there was no damage to the outer package. There was no pt involvement and no adverse consequences reported.